Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure an aortic root rupture occurred during balloon valvuloplasty, the patient expired. Per the tavr physician, the cause of death was likely aortic rupture. An autopsy will not be performed. While advancing the 20mm commander delivery system around the arch, anesthesia noticed a severe drop in pressure coupled with st segment elevation. A decision was made to quickly deploy the s3 valve without rvp as pressure was in the 30's. The delivery system was quickly removed from the annular area and patient treated for severe hypotension. Chest compressions were initiated to circulate various medications being given by anesthesia. Surface echo revealed a pericardial effusion and a decision was made to perform a pericardiocentesis. A large quantity of blood was drained from the pericardial sac. The patient received 2 units of rbcs. The patient responded poorly to resuscitative efforts and expired. Upon review of the films post procedure, the surgeon and cardiologist noticed a flushing of contrast material outside the aorta near the mediastinum. Further review showed this to be faintly present post bav. It was determined that the patient had most likely suffered an aortic root rupture during the bav. This was a very frail, (B)(6) female, low bmi, dialysis and sts score 27.9. There were no issues noted with the bav during prep or during use.

Manufacturer narrative:
Imaging for this case was returned to edwards lifesciences for review. The imaging received was reviewed by an edwards lifesciences physician proctor; tee and tte were not provided. Angiography: small severely calcified aortic root, coronaries, leaflets. Sov obliterated and flat. Bav performed, balloon shifts distally during inflation. Possible ventricle rupture during bav. Guidewire through apex. Visualized during second bav attempt. Pre-deployment aortogram demonstrates ventricular puncture with contrast extravasation into pericardial space. Observations: during first bav, balloon shifts into ventricle and guidewire can be seen through apex of left ventricle. After second bav and in subsequent images the guidewire can be seen through the apex of the ventricle. In a valve pre-deployment aortogram image there is contrast visible in the pericardial space. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as noted in the imaging review observations, procedural factors and non-edwards device caused this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.